Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did back-to-back blood glucose testing, within five minutes. Her readings were "hi," 43 and 123 mg/dl. She did not have any symptoms. During troubleshooting, it was determined that her test strips were expired. Due to unavailability of test strips and control solution, no control testing was done.